Event description:
During the endoscopic retrograde cholangiopancreatography procedure, the pt introduced the device into the scope and took it out of the channel to re-orientate it on the papilla. At this time the physician noted that the cutting wire appeared to have broken or detached at the distal end of the device. The device was successfully removed and the procedure completed with a second device. There were no clinical consequences.

Manufacturer narrative:
The physician was unable to determine if the cutting wire had broken or detached from the anchor ring.